Event description:
In 2009, the lay patient contacted lifescan (lfs) alleging that her one touch ultra soft lancing device screw cap was broken. The complaint was classified based on the initial information provided to the customer care advocate (cca). The patient said, she does not take diabetes medication; she follows a diet and exercise treatment regimen. She said the lancing device issue started the day before, and she was unable to test her blood glucose afterward. 24 hours later, she said, she was sweating, shaking, and was nauseated. She said she treated herself by eating pineapple. The cca noted the lancing device cap threads were stripped/damaged and the patient's lancing device was replaced. This complaint is reported because, the patient claims her lfs lancing device cap was broken and she was unable to test her blood glucose. She said, she became nauseated and was sweating and shaking after the issue started.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.